Event description:
It was reported to philips that the system was hanging/freezing. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was hanging/freezing. Upon troubleshooting, the philips field service engineer (fse) reviewed the log file and found system is misbehaving intermittently and sib box was causing the problem. To resolve the issue, fse replaced the defective sib box. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.